Event description:
Consumer complaint of high blood results. The customer declined a blood test. Reviewed the last 5 blood results in the meter memory: (B)(6) 2014-12:32pm-145mg/dl; (B)(6) 2014-1:16pm-155mg/dl; (B)(6) 2014-1:58pm-189mg/dl; (B)(6) 2014-10:27pm-86mg/dl; (B)(6) 2014-10:36pm-72mg/dl. The customer's normal blood result is 125mg/dl-140mg/dl. On (B)(6) 2014, customer states he was not feeling well. He was sweating and shaking. He ran a blood test on the truebalance meter and it read 72mg/dl. Based on how he felt he knew the result was incorrect. Testing was performed on a freestyle meter and the results were 23mg/dl. He felt those were the correct results based upon how he felt. After running the tests he was given orange juice and then he passed out. When he woke up he was in the ER. The hosp had ran a blood test on their meter when he arrived and their meter read 23mg/dl.

Manufacturer narrative:
(B)(4). Product eval indicated that there was no malfunction of the device. Most likely underlying root cause of malfunction noted in the complaint: user's test strips had poor storage.